Manufacturer narrative:
Product event summary: data files were returned and analyzed. The reported event was about a medical adverse event that occurred during the procedure. The provided data are .log files. In conclusion, the reported clinical issue can not be confirmed through analysis of the provided files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that during the procedure the patient went into flutter. The brain infarct was observed several hours after the procedure. The double vision has since resolved. The patient was discharged two days after the procedure.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: transseptal puncture device product ID: non-medtronic product product type: intracardiac echocardiography (ice) catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure , the patient experienced a brain infarct and neurologic symptoms such as double vision post procedure. The case was completed. No further patient complications have been reported as a result of this event.